Event description:
Additional information received reported that the patient was still having concerns with his device and wanted it removed. The patient stated that his constant pain issues had not been addressed to his satisfaction and he was seeking help at the va hospital.

Manufacturer narrative:
Concomitant products: product ID 3888-56, lot# v575374, implanted: (B)(6) 2012, product type lead; product ID 3888-45, lot# v836553, implanted: (B)(6) 2012, product type lead; product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37713, serial# (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported on (B)(6) 2013 that the devices were explanted on (B)(6) 2013. He was never told to recharge his rechargeable implant on his left butt cheek. The devices were improperly implanted, they went into the muscle rather than his spine. X-rays could prove it.

Event description:
It was reported that the patient's healthcare provider (hcp) wanted to take out the patient's device that was located in the left butt cheek and implant it in the front. This was because that ins was 'hooking on the patient's underwear and pants' and was causing pain. It was also 'shocking the patient internally' all the time, which felt like 'someone took jumper cables to it.' The patient's other ins was located on the right front hip but it was not healing very well because it was 'hooking on the patient's jeans.' The reporter stated that the patient also felt an electrical shock coming from the ins in the patient's left butt cheek which radiated to his top right shoulder; whether the ins was on or off. It was also indicated that when the patient was lying in bed, it didn't matter which device was on, the patient felt a shocking sensation (like stimulation was turned up) from the top right shoulder area which radiated to the ins in his left butt cheek area. This was reported to have started 6-8 months after implant. An x-ray was taken of the lead to see if the wires were broken but they weren't. It was noted that the patient felt like the devices should be implanted deeper in the body. The reporter indicated that the patient was in a car accident on (B)(6) 2012 and had to go to the emergency room where some MRI scans were done on his neck. The scans were forwarded to the patient's hcp 2 days after the accident. The patient was also noted to be taking medications as a result of the accident. The reporter stated that another ins may be implanted and the patient was meeting his hcp on (B)(6) 2013.